Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had a bang to the head, with associated tinnitus and a drop in perceived hearing level/loudness level. The patient was seen in clinical for remapping, reporting improved sound quality following this.